Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available this time. The events of anaphylactic shock, cardiac arrest and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
FDA rep called forwarding a report they received by phone from a pt's spouse stating that an injector extracted an unk dermal filler from a "large clear glass unlabeled bottle." The pt's spouse stated that they were told that the product being injected was "juvederm." The pt was reported to have experienced "anaphylactic shock" at the injecting office and paramedics found the pt dead. "They reviewed [pt's] heartbeat, but they said at the hosp that the brain was already dead because there was too much time without oxygen. [Pt] was in a coma; [pt] was breathing through a ventilator; [pt] had a cardiac arrest next morning at 11 am." Add'l follow up with the pt's spouse indicated that at the time of the event the paramedics found the pt "with a cut in the throat; cause the dr. Couldn't open the trachea cause [the physician] doesn't know how to do it." The product used was further described as something [the injecting physician] said was juvederm; from an unlabeled crystal jar". Pt's spouse stated that "the prosecutor ordered to perform the autopsy but in pathology; the chief of dept order not to do it completely". The deceased "was asthma pt but he was in very good health no asthma attack for year [the pt] was in 2 different dr a couple of days before and they found [the pt] very well of health and they perform a lot of blood test and [the pt] was very good. [The pt] arrived in perfect condition to this dr clinic."